Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivery. The customers blood glucose level at the time of the incident was 70 mg/dl and the current was 70 mg/dl. The customer¿s other blood glucose level was around 225 mg/dl. The customer was treated with the glucose. The device will be returned for the analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify over or under possible delivery due to motor error alarm. Motor passed motor test.